Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A bipap a40 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician identified a ventilator inoperative error code e-50 indicating 'the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds.' There is no documentation stated on a root cause and/or any component replacement to resolve the issue. The service technician upgraded the device operating software. Foam particles were also visible by the service technician. The foam insulation was replaced to resolve the issue. Additionally, extreme dirt and moisture were observed in the device. The complaint was confirmed and corrective action was taken to repair the device.